Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported via a retrospective post-market (pmcf) study, two cloversnare 4-loop vascular retrievers were unable to remove foreign bodies/devices from patients. One foreign body/device was an unknown double-j stent and one was an unspecified inferior vena cava filter. Both devices/foreign bodies were left in place and were not removed surgically. Investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint devices were not returned to cook for investigation. Cook could not complete a device history record or complaint history review due to a lack of lot information. The product instructions for use (IFU) precautions "excessive force should not be used to manipulate or retrieve foreign objects.¿ cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr and IFU suggests that there is evidence the devices were manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. The exact conditions experienced during the events cannot be duplicated. Therefore, based on the available information and results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to the events. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: customer name and address = (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported via a retrospective post-market (pmcf) study, two cloversnare 4-loop vascular retrievers were unable to remove foreign bodies/devices from patients. One foreign body/device was an unknown double-j stent and one was an unspecified inferior vena cava filter. Both devices/foreign bodies were left in place and were not removed surgically.